Event description:
It was reported that the patient presented for a scheduled procedure. After the procedure the following day, the patient arrived at the hospital with a pocket infection. It was also noted that stimulation was observed on the left ventricular lead. The entire system was explanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.